Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient presented to the clinic for a normal follow-up appointment. The staff noted no capture at maximum output, and also noted ventricular events on the atrial channel. The clinic staff suspected that the atrial lead had dislodged and was lying on the floor of the atrium. A lead revision procedure was done. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.